Event description:
The facility representative reported a flo-gard infusion pump which alarmed for occlusion continuously during set-up. No patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow up report will be submitted upon completion of the evaluation or should additional information become available.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation discovered and confirmed the reported condition of a continuous occlusion alarm. The root cause could not be determined. This device was returned unrepaired due to service estimate refusal by the customer. Service history review determined that the device has not been previously sent into service for the reported condition of "alarmed for occlusion continuously during set-up." A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.